Manufacturer narrative:
(B)(4). This complaint was found during a recent literature search of this device. The citation is as follows: kim, m. S., park, e. S., park, j. B., lyo, I. U., sim, h. B., & kwon, s. C. (2018). Clopidogrel response variability in unruptured intracranial aneurysm patients treated with stent-assisted endovascular coil embolization : is follow-up clopidogrel response test necessary? Journal of korean neurosurgical society, 61(2), 201-211. Doi:10.3340/jkns.2017.0303.009. Information regarding patient weight, medical history, race, and ethnicity was not reported in the publication. The enterprise stent remains implanted in the patient and is thus not available for return. Due to the nature of the complaint, the sterile lot number was not provided in order to conduct a lot history review. Complaint conclusion: as reported in the literature publication entitled ¿clopidogrel response variability in unruptured intracranial aneurysm patients treated with stent-assisted endovascular coil embolization: is follow-up clopidogrel response test necessary?¿, a (B)(6)-year-old female, who underwent stent-assisted coil embolization (sac) on an anterior communicating artery with an aneurysm 4.4mm in size, experienced an asymptomatic left frontal lobe infarction approximately one year following the index procedure. The patient¿s pre-procedure p2y12 reaction unit (pru) antiplatelet testing was 194, post-testing was 131, and pru variability was 63. One-year follow-up magnetic resonance imaging (MRI) revealed a dot-like infarction in the left frontal lobe with no symptoms. No additional patient, procedure, or device-specific information (including catalog and lot number) was provided in the article. The purpose of the study was to analyze the variability of clopidogrel responses according to the duration of post-sac clopidogrel regimens, and to assess any possible correlation between the variability of clopidogrel responses and thromboembolic or hemorrhagic complications. Thirty-five patients received a solitaire, seven received a visualized intraluminal support stent, and five patients received an enterprise stent. It is not possible to determine if the patient received an enterprise stent; however, to take a conservative approach, this event will be considered as being associated with the enterprise stent. This retrospective study included patients from a prospectively collected database between january 2014 and june 2015. A total of 202 patients with unruptured intracranial aneurysms (uia) were treated in a single center. Inclusion criteria were as follows: patients underwent a sac procedure due to uia with dome to neck ratio >2, had a risk of coil prolapse, had a need for flow diversion, and had outpatient department follow-up data for more than one year after the procedure. In addition, patients who had measured anti-platelet response assays one day before the procedure and one month after the procedure were included. Exclusion criteria were as follows: patients who were treated with additional coil packing with stent assistance at a previous procedure site, treated with a flow diverter, such as pipeline (ev3, irvine, ca, USA), or failed of stent deployment. After inclusions and exclusions, 47 patients were enrolled into the study. Thirty-one patients were female with median age of 55 to 59. Patients were premedicated with at least 7 days of dual antiplatelet mediation with daily doses of 100mg aspirin and 75 mg clopidogrel. On the day prior to coiling, antiplatelet response was checked. After the procedure, antiplatelet regimen continued regardless of antiplatelet response assay value. Follow-up assay response was checked again at 30 days after the procedure. The choice of stent used was determined by vessel structure or clinician¿s individual policy. Thromboembolic infarction was defined as a symptomatic ischemic event, such as transient ischemic attack or asymptomatic ischemic event with evidence of infarction on imaging after discharged. Ten patients were in the hypo-responsive group. Of the 47 patients, thromboembolic events occurred in 4 patients during the follow-up period; however, there was no evidence that this correlated with the procedure because these events occurred outside of the treated vessel in 3 of the 4 cases. There were 18 minor bleeding complications not related to the implanted devices (i.e. Purpura and epistaxis). The study concluded that variability of clopidogrel response during the pre-operative medication regimen was related to the serum platelet count and the initial clopidogrel response. Thromboembolic and hemorrhagic complications were not related to the variability of clopidogrel response or clopidogrel response after one month of medication, but hemorrhagic complications were associated with the initial clopidogrel response. Therefore, patients undergoing stent-assisted coil embolization of unruptured intracranial aneurysms are recommended to be tested for initial clopidogrel response; no further tests would be necessary. No further information was provided. The enterprise stent remains implanted in the patient and is thus not available for evaluation. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Thromboembolic events and stroke are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent or around the damaged areas. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. [(B)(4)].

Event description:
As reported in the literature publication entitled ¿clopidogrel response variability in unruptured intracranial aneurysm patients treated with stent-assisted endovascular coil embolization: is follow-up clopidogrel response test necessary?¿, a (B)(6) year-old female, who underwent stent-assisted coil embolization (sac) on an anterior communicating artery with an aneurysm 4.4mm in size, experienced an asymptomatic left frontal lobe infarction approximately one year following the index procedure. The patient¿s pre-procedure p2y12 reaction unit (pru) antiplatelet testing was 194, post-testing was 131, and pru variability was 63. One-year follow-up magnetic resonance imaging (MRI) revealed a dot-like infarction in the left frontal lobe with no symptoms. No additional patient, procedure, or device-specific information (including catalog and lot number) was provided in the article. The purpose of the study was to analyze the variability of clopidogrel responses according to the duration of post-sac clopidogrel regimens, and to assess any possible correlation between the variability of clopidogrel responses and thromboembolic or hemorrhagic complications. Thirty-five patients received a solitaire, seven received a visualized intraluminal support stent, and five patients received an enterprise stent. It is not possible to determine if the patient received an enterprise stent; however, to take a conservative approach, this event will be considered as being associated with the enterprise stent. This retrospective study included patients from a prospectively collected database between january 2014 and june 2015. A total of 202 patients with unruptured intracranial aneurysms (uia) were treated in a single center. Inclusion criteria were as follows: patients underwent a sac procedure due to uia with dome to neck ratio >2, had a risk of coil prolapse, had a need for flow diversion, and had outpatient department follow-up data for more than one year after the procedure. In addition, patients who had measured anti-platelet response assays one day before the procedure and one month after the procedure were included. Exclusion criteria were as follows: patients who were treated with additional coil packing with stent assistance at a previous procedure site, treated with a flow diverter, such as pipeline (ev3, irvine, ca, USA), or failed of stent deployment. After inclusions and exclusions, 47 patients were enrolled into the study. Thirty-one patients were female with median age of 55 to 59. Patients were premedicated with at least 7 days of dual antiplatelet mediation with daily doses of 100mg aspirin and 75 mg clopidogrel. On the day prior to coiling, antiplatelet response was checked. After the procedure, antiplatelet regimen continued regardless of antiplatelet response assay value. Follow-up assay response was checked again at 30 days after the procedure. The choice of stent used was determined by vessel structure or clinician¿s individual policy. Thromboembolic infarction was defined as a symptomatic ischemic event, such as transient ischemic attack or asymptomatic ischemic event with evidence of infarction on imaging after discharged. Ten patients were in the hypo-responsive group. Of the 47 patients, thromboembolic events occurred in 4 patients during the follow-up period; however, there was no evidence that this correlated with the procedure because these events occurred outside of the treated vessel in 3 of the 4 cases. There were 18 minor bleeding complications not related to the implanted devices (i.e. Purpura and epistaxis). The study concluded that variability of clopidogrel response during the pre-operative medication regimen was related to the serum platelet count and the initial clopidogrel response. Thromboembolic and hemorrhagic complications were not related to the variability of clopidogrel response or clopidogrel response after one month of medication, but hemorrhagic complications were associated with the initial clopidogrel response. Therefore, patients undergoing stent-assisted coil embolization of unruptured intracranial aneurysms are recommended to be tested for initial clopidogrel response; no further tests would be necessary. The device remains implanted in the patient and is thus not available for evaluation. No further information was provided.